Event description:
Reporter indicated that a pt, who is diagnosed with down's syndrome and recurrent pneumonia, experienced 3-4 episodes of bradycardia with stimulation starting in 2008. The pt was admitted to the hospital because of the bradycardia. The patient's normal resting heart rate is 110 bpm and during the bradycardia events the heart rate was down to 30-40 bpm. The doctor lowered the pulse width on the patient's vns device which helped alleviate the bradycardia. It was also noted that the pt was suffering from pneumonia and any recurrent bradycardia was resolved when the pneumonia was treated.